Event description:
Exacerbation of asthma in a female patient who received polgrip (super poligrip original denture adhesive cream) cream over a period of two months for loose dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergy to animals, asthma and diabetes. Concurrnet medications included an unspecified asthma inhaler. In december 2005, the patient started poligrip (dental) at unknown dosing. In january 2006, the patient experienced exacerbation of asthma, which had been under control up to that time. She had to increase the use of her unspecified asthma inhaler to twice daily. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. At the time of reporting, the event was improved. Neither the product nor lot number for this product is available. No corrective actions have been required based on this report.